Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was dislodge and fell in to the ventricle. The patient stayed in the hospital. The lead remains implanted. No adverse patient effect were reported.